Event description:
During device interrogation prior to implant, it was noted that the device was in backup vvi mode.

Manufacturer narrative:
The reported event of backup vvi was confirmed. The device was in close proximity to other devices during firmware upgrade, which caused it to enter backup vvi mode. The device was tested in the laboratory, and the upgrade was performed successfully.